Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 27-jan-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported on (B)(6) 2025 stating the patient was sitting up in the chair hunched over and could not tolerate sitting back. Cortrak placed in right lung resulting in need for a chest tube. The registered nurse (rn) noted the patient had baseline respiratory failure and coughing fits. The pneumothorax resolved was resolved and the patient was discharged home. The operator was trained in the use of cortrak eas. There was no product malfunction nor error message noted. The patient was not intubated at time of placement. The patient did not have typical anatomy nor any implanted medical devices. There was no stylet perforation of the tube. The cortak eas monitor unit was placed next to the operator during use. The receiver unit (ru) was placed with "front foot "at xyphoid process, not taped to the patient, and the clinician did not notice movement of ru during placement. No resistance was felt during tube placement. The patient was asymptomatic and at baseline per rn. At the time of placement, the user was primarily looking at monitor unit tracing on the display screen.